Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose of 418mg/dl at the time of the incident also insulin pump had blank display. The customer performed troubleshoot and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device powered up properly and no blank display noted. Device was received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm, excessive no delivery alarm, stripped display, or blank display noted. Moisture damage was found on the electronic assembly, motor, and vibrator motor during visual inspection.